Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others and underweight. A microscopic analysis was performed which identified: broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: raynaud's phenomenon, rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported side unspecified "raynaud's phenomenon". Healthcare professional reported rupture. Devices remain implanted. This record is for the right side.